Manufacturer narrative:
(B)(6). (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated ca19-9 result while using the architect ca19-9xr assay. The customer provided the following results which were not reported: 36.23 u/ml (lot 28214m500) and 53.15 u/ml (lot 24422m500) there was no adverse impact to patient management reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, data analysis, a search for similar complaints, and a review of labeling. Patient mean data was reviewed and concluded that the reagent lot in question read the patient results within the allowable bias for the assay. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 24422m500, was identified.